Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported issue. To fix the issue, the fse replaced the motor compressor assembly. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test failure #50. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test failure #50.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.